Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature study conducted on september 2014 to january 2018, a study with the aim to evaluate the results of uniportal video-assisted thoracic surgery (vats) for major lung resections. A total of 79 patients underwent uniportal video-assisted thoracic surgery (vats) sleeve resection, it was reported that intra-operatively, one case was converted to open thoracotomy due to bleeding. Also, post-operatively one patient experienced bleeding of 1100ml and was taken back to the operating room with hemorrhagic shock. No patient mortality was reported to be due to device use. No further information available.